Event description:
It was reported that the patient underwent inguinal hernia repair on (B)(6) 2015 and absorbable straps were used to secure the mesh. During mesh fixation, the tip broke off inside of the patient and the tip was retrieved by the surgeon. A like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.